Manufacturer narrative:
Device evaluated by manufacturer: the shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 79.3cm distal from the strain relief. There was contrast in the inflation lumen and blood and contrast in the balloon. The balloon was loosely folded. There were pinholes 3mm proximal of the proximal marker band on both wings of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. A stingray lp catheter was selected for use to treat a severely calcified chronic total occlusion (cto). During the procedure, the device was advanced in the patient, and the balloon was inflated. The balloon ruptured during the first inflation. The device was removed, and the procedure was completed with another stingray. There were no patient complications reported, and the patient is fine. It was further reported that the stingray was inflated to 12atm when it burst.

Event description:
It was reported that the balloon ruptured. A stingray lp catheter was selected for use to treat a severely calcified chronic total occlusion (cto). During the procedure, the device was advanced in the patient, and the balloon was inflated. The balloon ruptured during the first inflation. The device was removed, and the procedure was completed with another stingray. There were no patient complications reported, and the patient is fine. It was further reported that the stingray was inflated to 12atm when it burst.

Event description:
It was reported that the balloon ruptured. A stingray lp catheter was selected for use to treat a severely calcified chronic total occlusion (cto). During the procedure, the device was advanced in the patient, and the balloon was inflated. The balloon ruptured during the first inflation. The device was removed, and the procedure was completed with another stingray. There were no patient complications reported, and the patient is fine.